Event description:
Per the info provided to co by the physicians's office, the device was removed due to "capsular contracture" although the device function was "fine." As reported to co, the 3-piece inflatable penile prosthesis was removed and replaced with another mentor mfg 2-piece inflatable penile prosthesis.